Event description:
Pt had a #24 ga catheter insterted via left facial vein cutdown on 4/20 at approx. 1100. On 4/21, at approx. 0430 nurse noticed leakage of tpn fluid from catheter hub, this occurred 30 min. After a t-connector extension set was added between the catheter hub and tpn filter set.